Event description:
Pt receives IV vancomycin twice daily via elastomeric eclipse device. It is a 100 ml, 50 ml/hr. He has been on therapy for four weeks and has had four different devices that leaked adjacent to filter on distal side in reference to device. The leaks have varied from fairly rapid to a slow drip. The lot of the first two defective devices is unk. The lot of the last two is 8b2569. The doses were replaced and two of the defective devices were returned to us and verified for defect. Frequency: bid. Route: IV. Dates of use: 2009. Diagnosis: abdominal infection. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.